Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent placement of mentor aris sling on (B)(6) 2006, due to pop, sui. It was reported that the patient underwent incidental cystotomy and anterior wall plication on (B)(6) 2013, due to hematuria. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary retention, incontinence, nocturia, vaginal dryness and atrophic vaginitis. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with midurethral sling (mentor aris obturator tape).

Manufacturer narrative:
It was reported that the patient underwent removal of mesh on (B)(6) 2013 with dr. (B)(6) at (B)(6) center.

Manufacturer narrative:
Date sent to the FDA: 06/22/2017.

Manufacturer narrative:
It was reported that due to pain, mesh erosion and infections, patient underwent mesh removal on (B)(6) 2012 . (B)(4).